Manufacturer narrative:
Literature article added to case.

Manufacturer narrative:
As reported in the literature article by yang, y., zhao, y., chen, z., wang, z., wang, x., li, f., & liu, h. (2021). The effect of stent compression on in-stent restenosis and clinical outcomes in iliac vein compression syndrome. Quantitative imaging in medicine and surgery, 11(6), 2245¿2252. Https://doi.org/10.21037/qims-20-915, one month after placement of an unknown smart control stent in the iliac vein, one patient developed stent occlusion. The level of stent compression remained at 30% according to postoperative follow-up. The probable reason for stent occlusion was the patient¿s self-discontinuation of the anticoagulant drugs 6 months after surgery. The type of procedure was a balloon dilation and stenting for iliac vein compression syndrome. The target site and access site were the left common femoral vein. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. A contralateral approach was not used. The vessel characteristics at target site showed no calcification or tortuosity. But bifurcation was noted. The vessel characteristics accessing target site showed no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. The device was not being used for treatment of a chronic total occlusion. But it was used for ivcs associated with venous insufficiency (ceap=3). The device did not kink or bend at any time prior to the resistance/friction. The insertion difficulty was not caused by a blockage of possibly injectable material. The devices remain implanted in the patient; therefore, unavailable for analysis. A product history record (phr) review could not be conducted as a lot number was not provided. The reported ¿stent-occlusion¿ was not confirmed as the device remains implanted inside of the patient. In stent occlusion may occur due to a blockage in a blood vessel, usually with a clot (thrombus) and is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation inside of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The events reported could not be confirmed as the product was not returned for analysis and procedural images were not received, and no determinations could be made. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the stent occlusion reported. However, patient factors and pharmacological factors are likely. Without a lot number to conduct a phr review, it is not possible to determine if the reported event could be related to the manufacturing process. However, as there is no indication that the event was related to a design or manufacturing issue; no corrective or preventative actions will be taken at this time.

Event description:
As reported in the literature article by yang, y., zhao, y., chen, z., wang, z., wang, x., li, f., & liu, h. (2021). The effect of stent compression on in-stent restenosis and clinical outcomes in iliac vein compression syndrome. Quantitative imaging in medicine and surgery, 11(6), 2245¿2252. Https://doi.org/10.21037/qims-20-915, one month after placement of an unknown smartcontrol stent in the iliac vein, one patient developed stent occlusion. The level of stent compression remained at 30% according to postoperative follow-up. The probable reason for stent occlusion was the patient¿s self-discontinuation of the anticoagulant drugs 6 months after surgery. The type of procedure was a balloon dilation and stenting for iliac vein compression syndrome. The target site and access site were the left common femoral vein. The device was prepped per the IFU. There was no difficulty experienced in prepping the device. A contralateral approach was not used. The vessel characteristics at target site showed no calcification or tortuosity . But bifurcation was noted. T he vessel characteristics accessing target site showed no calcification , no tortuosity , no stenosis , no acute angle and no bifurcation. The device was not being used for treatment of a chronic total occlusion. But it was used for ivcs associated with venous insufficiency(ceap=3). The device did not kink or bend at any time prior to the resistance/friction. The insertion difficulty was not caused by a blockage of possibly injectable material. The device will not be returned for evaluation.